Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during reprocessing. The damage was not noticed during the case. The instrument was inspected prior to use and no damage was identified prior to the procedure. The instrument did not collide with any other instruments or tools during the procedure. There was no arcing observed during the procedure. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have burned tips. There was no report of patient involvement.